Manufacturer narrative:
Stryker evaluated the customer's device and confirmed the reported issue. The root cause of the issue was isolated to the reed switch sw5. The customer received a replacement device.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device would intermittently power on. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.